Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The eto (ethylene oxide) valve was leaking. Error e315 was observed and was determined to be caused by water invasion in the scope connector. Small black rubber material and white flakes were obstructing the water nozzle. Scratches were found throughout the scope. The scratch on the object lens caused a shadow on the image. The scope cover was sagged, the angles were tight, the light guide tube was cracked and both the switches and protector were aged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope was found to be leaking during reprocessing. The procedure was completed with a similar device with no reported delay. The intended procedure is not known. During the inspection and testing of the returned device, electrical continuity error, e315 occurred due to water invasion on the scope connector and the air/water nozzle was found to be obstructed, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error code e315" (event 1) was presumed to have been due to a leak in the venting connector causing fluid to invade the scope connector - this led to an abnormality in electrical parts. The suggested phenomenon of "air/water nozzle was clogged with foreign material" (event 2) could not be clarified further - the foreign material could not be identified and the user was considered to have reprocessed properly in accordance with the instructions for use (IFU). The user can detect the suggested event 1 properly by handling the device in accordance with the following IFU: "·operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image ·reprocessing manual_ precautions _ warning: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." The user can decrease and prevent occurrence of the suggested event 1 by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The user can detect the suggested event 2 properly by handling the device in accordance with the following IFU: "·operation manual_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ·operation manual_ inspection of the endoscopic system - inspection of the air-feeding function. - inspection of the objective lens cleaning function". Olympus will continue to monitor field performance for this device.